Manufacturer narrative:
(B)(4). Implanted in 1995. Concomitant medical products: unknown, unknown head, unknown. Unknown, unknown head, unknown. Unknown, unknown zimmer apr cup, unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03601, 0001822565-2018-03600, 0001822565-2018-03602. Examination of the provided patient x-ray confirms liner wear. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient's hip is indicated for revision due to unknown reason. Attempts have been made and additional information on the reported event is unavailable. X-ray review confirms liner wear.